Manufacturer narrative:
The device is not yet returned to the manufacturer for evaluation. If the device is investigated a supplemental report will be drafted

Event description:
Device (fv434-t) was not yet implanted. After opening the packaging the device could not be adjusted and was not implanted.

Event description:
Correction: after receipt of the product on 16/07/2020245, it was clarified that adjustment before use was not possible. The shunt system (fv434-t) was still in the sterile packaging. No patient was affected.

Manufacturer narrative:
Investigation: visual inspection: during the investigation, a significant deformation of the valve was determined. Adjustment test: the progav was tested and is adjustable to all specified pressures. The brake function was defect. Braking force and brake function test: the brake functionality test has shown that the brake function did not operate as expected. The results indicate that the rotor no longer performs as required. Summary of the investigation results: based on the test results, it could be determine that the valve brake is defective. As a result, the opening pressure cannot be fixed and the valve would self-adjust. The detected deformation of the outer housing caused the malfunction of the valve. In accordance to the documentation, the quality assurance department can rule out a defect before delivery. The deformation can occur due to excessive pressure with the adjustment instrument, see the description in the IFU and the label on the product.